Event description:
Additional information received indicated that the patient's implantable cardioverter defibrillator (ICD) was explanted and replaced.

Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. Programming changes were made. The patient had no consequences.

Manufacturer narrative:
The reported complaint of over-sensing was not confirmed. The device was received in normal range of operation. Analysis of device image was performed and no anomalies were noted. Further electrical testing was performed, including output and sensing test, and found to be normal. Longevity assessment found the device was operating above the elective replacement indicator (eri), within the expected voltage range. No other anomalies were found.